Event description:
It was reported that the user experienced hypoglycemia with a fingerstick blood glucose of 61 mg/dl after eating a smaller-than-usual meal and attempted correction with snacks and glucose tablets over approximately 45 minutes without an observed rise. Symptoms included hypoglycemia. Outcomes included user self-management with oral glucose and education to continue monitoring and consume additional carbohydrates as needed, with no hospitalization and no device alerts or alarms reported. Investigation included troubleshooting and education conducted by support personnel. Investigation of this case revealed no device alarms or observable device malfunction and the event was consistent with hypoglycemia of unclear cause following a reduced meal intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.